Manufacturer narrative:
Conclusion: customer indicated to service tech that they would replace the cpu on their own, using a cpu board out of their own inventory.

Event description:
It was reported by service report that the bed was stuck in high height and would not lower. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.